Event description:
It was reported the foot-end brakes were not functioning to specification.

Manufacturer narrative:
A nut became unscrewed from a bolt that resulted in the braking mechanism to cease functioning.